Event description:
Report received from the analysis of the device that there was damage to the stent struts at the proximal end. The physician attempted to place a biodivysio 3.0 x 15mm coronary stent in the distal left circumflex coronary artery. The vessel was reported to be 95% stenosed and excessively calcified. The lesion was reported to have been pre-dilated. It was reported that the biodivysio stent would not cross the lesion. The physician removed the stent delivery system by using an unspecified method. An unspecified balloon catheter was used to pre-dilate the lesion again. It was reported that the lesion was treated successfully with another MFR's stent. There were no reported adverse pt effects. Though requested, no add'l info was provided.